Event description:
It was reported that during a laparoscopic cholecystectomy, a teardrop-shaped clip was fed into the jaws when the firing trigger was closed half to feed a clip at the 4th firing. The device was used on the cystic artery. Then, the device was removed from the patient and fired for functionality out of the patient. However, the same event occurred. The device functioned properly at the first 3 firings. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition with a clip within the jaws; the clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the device was cycled and one double feed incident occurred; in the next actuation of the instrument, six conforming clips were fed and formed. The instrument locked out as intended. No conclusion could be reached as what may have caused the double feed incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.